Event description:
The patient reported an elevated blood glucose reading of 375 mg/dl with his normal reading being approximately 130 mg/dl. He stated he had no symptoms and treated his readings by giving himself a bolus of insulin. During troubleshooting, the patient confirmed the time and basal rates on his insulin infusion device are correct and that there are no memory discrepancies. He stated the device did not give an occlusion message. He said he changes his infusion headset every 2 days and his tubing every 6 days. Troubleshooting did not find any product or user issues. The patient stated he had open heart surgery. The patient was advised to contact his doctor to discuss possible insulin adjustment. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.